Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that the batter was depleting too quickly. Reportedly, the customer had alternate therapy available for diabetes management. There was no reported adverse impact to customer's blood glucose level.